Manufacturer narrative:
Block a2: patient's exact date of birth was unknown; however, it was reported that the patient's year of birth was 1987. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to one of six devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-04354 for the first speedband superview super 7, 3005099803-2024-04307 for the second speedband superview super 7, 3005099803-2024-04344 for the third speedband superview super 7, 3005099803-2024-04355 for the fourth speedband superview super 7, 3005099803-2024-04347 for the fifth speedband superview super 7 and 3005099803-2024-04356 for the sixth speedband superview super 7. It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectal to remove internal hemorrhoids during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2024. During the procedure and inside the patient, the bands could not be deployed by rotating the handle. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact date of birth was unknown; however, it was reported that the patient's year of birth was 1987. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: a speedband superview super 7 was returned for analysis. A visual evaluation of the device noted that the ligator housing was returned without the bands attached. The ligator housing teeth and the suture hole were in good condition. Additionally, the handle had marks of trip wire indicating that the trip wire was secured. No problems of the device were noted. The reported complaint of bands unable to deploy was not confirmed. Upon analysis, the returned ligator housing had no bands attached, the ligator housing teeth and the suture hole were in good condition. Additionally, the handle had marks of the trip wire indicating that it was secured. The product analysis of the returned device did not identify any evidence of either the alleged problem(s) or any defect on the device. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
Note: this report pertains to one of six devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-04354 for the first speedband superview super 7, 3005099803-2024-04307 for the second speedband superview super 7, 3005099803-2024-04344 for the third speedband superview super 7, 3005099803-2024-04355 for the fourth speedband superview super 7, 3005099803-2024-04347 for the fifth speedband superview super 7 and 3005099803-2024-04356 for the sixth speedband superview super 7. It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectal to remove internal hemorrhoids during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2024. During the procedure and inside the patient, the bands could not be deployed by rotating the handle. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.